Manufacturer narrative:
The product is expected to be returned for analysis. At this time, the lead has not been returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. A revision procedure was performed wherein the physician attempted to reposition this lead however helix was unable to be successfully retracted. This lead was therefore explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Lead tip and helix appears intact. Dislodgement observation was not confirmed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.